Event description:
It was reported that the ht70 ventilator generated a message to replace the coin battery. There was no patient involvement at the time of the reported condition. The service engineer (se) replaced the coin battery to resolve the issue. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
A lithium metal coin battery was returned to covidien/medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified and isolated to the coin battery being depleted. If information is provided in the future, a supplemental report will be issued.